Event description:
It was reported that a patient had the implantable cardioverter defibrillator system explanted with prior arrythmias attributed to the system. No further information regarding device or lead malfunction was made. The system was explanted on 28 may 2024. No adverse patient consequences were reported.

Manufacturer narrative:
The lead was returned due elective replacement. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. The visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fracture or internal shorts.